Event description:
The customer returned the device for repair. Reported problem: broken vent valve lever. During visual exam, co determined that enough liquid oxygen could leak through the cracked connecting tubes to potentially cause a serious injury. Co's service tech also reported that the knob, bezel, and case front were cracked; the vent lever was broken in half (which duplicated the reported problem); the switch was rusted; the fill tube leaked; and there was a foreign sticky substance on the sensitivity diaphragm. The unit was repaired and returned to the customer. A review of the product history record indicates no discrepancies in the mfg process per the approved dmr. A corrective action has been implemented which replaced the connecting tubes with a more durable material on units mfg after 9/13/95.